Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation with a thermocool smarttouch sf catheter and the patient experienced pulmonary vein stenosis that required surgical intervention and prolonged hospitalization. A patient who had pvi ablation in (B)(6) 2025 presented to the hospital in march with shortness of breath and was reported to have pulmonary stenosis in all 4 veins, requiring surgical intervention. The patient required extended hospitalization as the patient required admission for surgery.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 06-apr-2026. The physician's opinion on the cause of the adverse event was potentially ablated too close to pulmonary veins. Patient was re-admitted to hospital in march, awaiting surgery on pulmonary veins. Length of stay and details of surgery are unknown. The patient fully recovered and was discharged home. In addition, provided a3b. Gender. Therefore, processed this field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).